Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease is observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Capsular contracture, baker grade iii was later reported. Device has been explanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture. Device has been explanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.